Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery compartment was cracked and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission 11/18/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. There was moisture observed in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump was opened and ne additional moisture was found. Unrelated to the complaint, investigation revealed the following: the display was found to be dim and discolored; a crack in the pump case was observed between the case seal and keypad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.